Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the patient contacted the rep and informed them that they didn't feel their stimulation no matter how high they increased the intensity. It was reported that there were no known factors that may have led/contributed to the issue. The rep ran an impedance check and found that the lead 0 through 7 had high impedances (>40,000 ohms). The rep also sent an image of the clinician programmer with the exact impedance results. The rep was able to program around the high impedance electrode and gain stimulation back for the patient. They were also able to program stimulation using the 8 through 15 lead. The issue was resolved at the time of the report. No surgical intervention occurred, and it was unknown, if any surgical intervention was planned. The rep indicated that they would follow-up for more information. No further complications were reported/anticipated. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.